Event description:
There is no report of death or serious injury associated with this complaint. It was reported that the system failed to boot up.

Manufacturer narrative:
A ge service representative performed an investigation. The sbc board was faulty and was in need of replacement. The customer was provided with quote for repair. The customer has not called back to schedule service. No further information is available at this time.